Event description:
The procurement manager from a facility reported to baxter (B)(6) that a multilayer bag set had bag burst at the seam. This occurred while a technician was 'cracking it'. The bag was filled with total parenteral nutrition (tpn). The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer is not sure about the lot number of the reported product and has provided two difference lot numbers, 11j31v295 and 11k01v564. A batch review was conducted on both of the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.